Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the joystic errors to pins pushed in or damaged on the rui lemo connector. The pins were repaired as a temporary solution and a replacement rui ordered to provide permanent solution to the malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system had issues where the joy stick functions would intermittently malfunction. Intermittent rui controller.